Event description:
It was reported that the participant experienced a severe low blood glucose event after not eating enough throughout the day, consistent with hypoglycemia of unclear cause associated with device use. Symptoms included neuroglycopenic and adrenergic manifestations consistent with clinically significant hypoglycemia. Outcomes included the need for acute intervention without hospitalization. Investigation included customer outreach for additional context and review of available device data and alerts, with no device malfunction reported by the user. Investigation of this case revealed no confirmed device or component failure and no reproducible malfunction, with the event plausibly related to user-specific factors such as insufficient carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.